Event description:
A 9mm es-9 taper needle came off the end of an endo-stitch polysorb suture device during a total abdmonial hysterectomry procedure. A review of the abdominal x-ray determined that the 9 mm straight needle was possibly lost within the patient's pelvis.